Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had discomfort, redness and drainage at the pocket site. The patient underwent explant procedure due to infection. The physician believes that the infection set in after patient was sent home after the permanent implant. The patient was given oral and IV antibiotics. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the infection was due to patient's stitches were coming apart after her permanent implant procedure.

Event description:
A report was received that the patient had discomfort, redness and drainage at the pocket site. The patient underwent explant procedure due to infection. The physician believes that the infection set in after patient was sent home after the permanent implant. The patient was given oral and IV antibiotics. The patient was doing well following the procedure.